Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, on the first firing, the device's jaws were articulated and the device could be fired but a foreign material dropped from the cartridge. The foreign material fell into the patient's cavity and was retrieved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and a foreign material. A visual inspection of the returned product noted that the reload was fully fired with staple pushers at the distal end of the cartridge. There were formed staples left on pushers at the distal end of the cartridge. Staple pushers were flush with the cartridge. A small foreign material was received, which resembled a piece of a plastic bag. Ftir analysis confirmed the material was polyethylene. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. No similar materials are part of the manufacturing process that could result in the observed condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection procedure, on the first firing, the device's jaws were articulated and the device could be fired but a foreign material dropped from the cartridge. The foreign material fell into the patient's cavity and was retrieved. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.